Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage found on the electronic assembly. No unexpected battery out of limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error a few days back. The customer did not recall any significant events leading to the alarm. He also reported receiving a battery out limit alarm and the buttons not responding. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device. The customer stated he had been treating with manual injections since receiving the button error alarm. The insulin pump was replaced and returned for analysis.